Event description:
It was reported that while the patient was hooked up to the ventilator in the hospital, the unit did not alarm when the patient circuit was partially disconnected from the trach tube.

Manufacturer narrative:
Method - the device will not be returned to the manufacturer for investigation.